Event description:
Distributor reports error code 49; replaced power supply board and passed all pm procedures. No patient injury was reported. More follow up information is needed to complete the investigation.

Event description:
Device history record was reviewed but nothing linked to the reported event was observed. Device log history was not reviewed because it is not provided. This complaint was registered from a service report submitted by the customer. Unfortunately after several requests, no device/replaced part was returned to brézins for further investigation. No other additional information were provided other than the issue was solved after changing the power supply board. Due to this lack of information, the investigation could not be performed and no root cause can be identified. The reported event is not confirmed. If further information are provided we will re-open the complaint and pursue the investigation. This complaint is considered as not confirmed. The trend is normal. The reported risk is lower compared to the estimated risk. For this issue as per our local procedure, we initiated no action.